Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f94 could not be identified; however, an f-38 alarm was found during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.